Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. Th customer stated that the infusion set came off her body at the quick release and she had been giving herself large dose of insulin that were not going into the body. The customer's blood glucose was 77 mg/dl at the time of call. Troubleshooting did not occur. The insulin pump will be returned for analysis.